Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were seeing higher than expected heart rate (hr) for a patient where it appeared that the hr was actually 26 when the piic ix was reading a hr of 76 in the patient sector. No alarms were announced. There was no reported patient injury or harm. This issue occurred on (B)(6) 2019 at 12:39 in (B)(6). The patient was in room (B)(6) at 12:39 and prior to that (B)(6). Per the nurse, the piic ix sector displayed a normal hr numeric but the rhythm showed a much lower hr. No alarms were announced.